Manufacturer narrative:
Date of submission 09-mar-2018 the device has been returned and evaluated by product analysis on 28-feb-2018 with the following findings: during investigation, the battery compartment was found to be cracked. There was no battery cap returned so a test battery cap was used. There was evidence of moisture corrosion observed on the display inside the pump. A leak test failed due to a battery compartment leak. The pump powered up to a hard cs 056 alarm. The pump's cover was removed and there was further moisture corrosion found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue; reporter denies pump damage and moisture. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.